Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The patient left an unused supply line clamp open. This is a known cause of this alarm. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 1 of 4. A baxter technical service representative (tsr) explained the alarm and instructed the home patient (hp) to cycle power to clear the alarm. During troubleshooting, it was noted that the hp had left the unused supply line clamp open. The tsr explained that supplies were compromised and that hp would need to start over with new supplies. The hp wanted to finish the therapy with manual supplies. The tsr advised the hp to call his pd nurse (pdn) within the next 24 hours to let pdn know about the occurrence of the alarm. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.